Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door latch error as a close door message which was caused by excessive force being required to close the door. The door hooks were out of adjustment. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door latch error. It was also reported that there was no pt involvement.